Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(4) 2008 to investigate the event. The fse performed carryover testing and it passed within instrument specifications. The fse performed other validation testing and results were within instrument specifications. No hardware issues were found. A definitive root cause for this event could not be determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter inc, (bci) on (B)(6) 2009 in regards to an elevated accutni(troponin) result for one pt. The results were generated on a unicel dxc 600i synchron access clinical system. The initial elevated result was reported outside the laboratory. The pt was sent to another facility to perform a heart catheterization due to the elevated accutni results. No further information is available relating to any further treatment or care. It is therefore, unk if any further treatment or care was provided as a result of the hospitalization. The customer re-ran the sample on another instrument and it was within the normal reference range. The correct result was reported outside of the laboratory.